Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
A report was received that the patient had septic. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
A report was received that the patient had septic. The patient underwent an explant procedure. Additional information was received that the explanted product was not returned as it was held by the facility. No further information has been obtained despite good faith efforts.